Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. Blood glucose level was 17.9 mmol/l. The customer checked the history and the insulin pump had not delivered any insulin since the night before. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer stated that the insulin pump felt hot near the motor. It was advised to remove reservoir and rewind. The customer was able to rewind but received another motor error alarm during prime. The insulin pump failed the displacement test. The alarm history was checked and it showed 15 motor error alarms on the day of the call. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. The motor was tested outside of the device and passed. No motor error alarm noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.